Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was 22.3 mmol/l. The customer corrected with the pump. The customer stated that there were no delivery alarms during prime. The customer replaced the reservoir but the problems persisted. The customer stated that she replaced the infusion set and was able to prime. The customer was advised to monitor blood glucose and change the set if readings do not come down.